Event description:
It was reported that the patient received shocks and was presented to the emergency room. An interrogation showed the lead integrity alert triggered for noise and oversensing on the right ventricular lead. The impedance spiked with pocket manipulation. A lead fracture was highly suspected. The detection was programmed off. The lead was explanted. A new lead was unable to be implanted because there was no access. It was also reported that the device was suspected of early battery depletion. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received shocks and was presented to the emergency room. An interrogation showed the lead integrity alert triggered for noise and oversensing on the right ventricular lead. The impedance spiked with pocket manipulation. A lead fracture was highly suspected. The detection was programmed off. The lead was explanted. A new lead was unable to be implanted because there was no access. It was also reported that the device was suspected of early battery depletion. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments and was analyzed. The distal conductor was found to be fractured, and the defib superior vena cava coil was kinked/buckled and pulled/stretched/overstressed. The outer insulation and the outer tubing overlay were breached/cut, and the outer tubing overlay exhibited cosmetic environmental stress cracking. The outer tubing overlay also exhibited blood ingression. Blood was found on the distal conductor (not obstructed) and the distal end of the electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.